Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user awoke with very high blood glucose and discovered the pump tubing had detached from the connector after a prior set change, resulting in insulin delivery interruption; the user reinserted tubing, filled the tubing and cannula, and successfully reconnected, with glucose trending down thereafter, and no device alerts or alarms were reported. Symptoms included hyperglycemia without reported ketone testing and without acute clinical sequelae. Outcomes included no professional medical intervention, no hospitalization, no emergency treatment, no assistance with therapy, and no reported immediate health effects such as loss of consciousness or diabetic ketoacidosis. Investigation included customer service troubleshooting and user education on reconnection, priming to observe drops, cannula fill, and guidance regarding temporary disconnection from the ilet if administering outside insulin. Investigation of this case revealed that tubing was not fully secured to the connector, leading to unintended interruption of insulin delivery and resultant hyperglycemia, with resolution after reconnection and priming. It was concluded that the event was related to user handling of the infusion set connection, with the device otherwise functioning as designed after proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.